Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The total psa reagent lot number was 840050 with an expiration date of 30-apr-2026. Calibration for total psa was last performed on 20-nov-2024. The operator derived the data on 05-mar-2025. The qc data was derived on 05-mar-2025. The date of the event was 27-feb-2026. It was confirmed that the customer manipulated the time and date on the display, which led to the date displaying back to one year ago. This manipulation of time and date is considered an off-label use. The investigation did not identify a product problem.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained that the elecsys free psa (free psa) was greater than the elecsys total psa (total psa) for 1 patient sample tested on a cobas e 411 analyzer (rack system). This medwatch will cover total psa. Refer to medwatch with a1 patient identifier (B)(6) for information on the free psa results. The free psa result was 0.010 ng/ml with a data flag. The repeat result was 0.010 ng/ml. The total psa result was 0.006 ng/ml with a data flag. The repeat result was 0.006 ng/ml.